Manufacturer narrative:
(B)(4).

Event description:
Its bleeding [hemorrhage from throat], this burn my throat,throat is burned,I got burned [burning in throat], I cannot no longer swallow [unable to swallow], dry mouth [dry mouth], my throat is worse [condition aggravated]. Case description: this case was reported by a consumer via call center representative and described the occurrence of hemorrhage from throat in a female patient who received glycerin (biotene dry mouth oral rinse) mouth wash for product use in unapproved indication. On an unknown date, the patient started biotene dry mouth oral rinse at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene dry mouth oral rinse, the patient experienced hemorrhage from throat (serious criteria gsk medically significant), burning in throat, unable to swallow, dry mouth and condition aggravated. The action taken with biotene dry mouth oral rinse was unknown. On an unknown date, the outcome of the hemorrhage from throat, burning in throat, unable to swallow, dry mouth and condition aggravated were unknown. It was unknown if the reporter considered the hemorrhage from throat, unable to swallow, dry mouth and condition aggravated to be related to biotene dry mouth oral rinse. The reporter considered the burning in throat to be related to biotene dry mouth oral rinse. Additional details: adverse event information was reported by consumer via call center representative(phone) on 24sep2021. The consumer stated, "dry mouth. The mouth wash, white with blue. So this burn my throat and I have been going back and forth for two years I cannot no longer swallow. My throat is not getting better and I have been going back and forth with an attorney. I really need to speak with somebody about my condition with this product. I kept it at home I am getting frustrated with it my throat is worse and now its bleeding and I just need to get answers to see if someone can help me. I have been seeking but there is nothing they can do because my throat is burnt. I just would not want anyone to go through what I am going through. It did not help me. I have already spoken to an attorney. Go ahead. No if you are going to be asking you about the bottle let me park so I can get the claim number and I will call you back with all that. I would have to go back to may medical history I have been going to since I got burned so I will have to go through my medical records. I will call you back cause I am at work and I literally have ten minutes to get clocked in".